Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when the pocket was opened for lead revision, the atrial lead was noted to be damaged near the pocket. The lead was removed and replaced.